Manufacturer narrative:
The insulin pump had unresponsive act button due to corroded keypad trace. No beeping anomaly noted during testing. No button error alarm noted. It was unable to perform the displacement test due to unresponsive button. Device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, then it showed auto stop and the buttons were not responding to clear it. The customer removed the battery to stop the beeping. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.